Manufacturer narrative:
. E3: occupation: lead tech the actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the doctor deployed the angio-seal as normal (high user) and after he set the anchor, he said he pulled back to seal the puncture and everything came out. There was no suture to cut or anything. The doctor assumed that the footplate never exited the sheath and was still in there. Manual compression was performed, and the patient was stable. The blood loss was less than 250cc's. There was no patient injury or surgical intervention required. The procedure performed was an embo/bleed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One (1) 6 french angio-seal device was returned for assessment. The returned device included the hemostasis sheath, carrier tube, and packaging. The device was visually inspected and found to be in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked and the anchor was visible within the distal tip. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, collagen, and tamper tube were able to deploy from the device successfully. The complaint can be confirmed for a non-deployment pullout. The exact root cause cannot be determined. The likely cause was determined to have been an obstruction to the anchor posted to the tip of the hemostasis sheath. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).